Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during an open lobectomy after firing the device there was no proper staple formation; some of the clips were in a "u" formation. The problem was resolved by suturing the staple line. The last known patient status is reported as well. No reinforcement material used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the two loading units were received fully fired with the pushers advanced. Staples were taped to the side of the reloads. The stapler was not received. The device was forwarded to engineering for further evaluation staple formation. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified that no irregularities were observed in the subject clinical device. When functionally evaluated, the reloads were reloaded using representative staples, loaded into a metal instrument and fired using the appropriate test media. The reloads were fired successfully and all staples formed properly. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.